Event description:
Vascband (purple syringe band) placed on right wrist post heart cath (catheterization). Md placed 14ml of air in vascband. At 1230, air was started to be removed using the purple syringe on the 2ml setting, every 15 minutes. At 1330, patient was to have 6ml of air left, attempted to remove 2 ml's of air, but only able to remove 1 ml of air. Band was missing 5ml's of air. No bleeding occurred. Site was clean, dry, soft. No hematoma, no bruising, no pain.